Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the stroke and resulting patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) , during implant of a 20mm sapien 3 valve in the aortic position using transfemoral approach, there was difficulty crossing the native valve. The balloon assembly interfered with the noncoronary cusp. Wire manipulation and/or flexing the catheter for altering approach angle were unsuccessful. A balloon catheter was inserted from the contralateral side and passed the native valve. Once flexing of the delivery system and stored tension were released, the devices were able to cross and the sapien 3 valve was deployed successfully. No problem was found from aortography and transesophageal echo, and the procedure was completed. The following day, the patient developed paralysis in right hand and it was diagnosed with a cerebral infarction. The patient was monitored in the ICU. Rehabilitation was started and dialysis was able to be performed. As the patient showed dysphagia, tube feeding was initiated. 10 days post tavr, the patient threw up black stuff. Further examination found an ischemic lesion and the patient was diagnosed with non occlusive mesenteric ischemia (nomi). On postoperative day 14, the patient passed away due to intestinal ischemia. Per the physician, thrombosis was unlikely to be a cause since antithrombotic therapy was intensively performed due to chronic dialysis and cerebral infarction. It was also unnatural to think some debris caused by tavr devices flushed to the intestinal tract because it has passed some time from the procedure. Therefore, the cause of nomi was unknown. The patient aortic annulus area measured 359.0 mm2. The native aortic valve was entirely stiff, the height of the left coronary artery (lca) ostia was low and sinotubular junction was narrow. Coronary protection was performed in the lca.